Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage found inside battery tube and electronic assembly on electronic board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unable to verify buttons issues, sensor issues or insulin flow blocked alarm due to blank display. Keypad traces was inspected and no moisture damage found on keypad traces. Keypad connector was fully locked. No cosmetic damage noted.

Event description:
The customer called back to report that the pump is not working again. The customer continues to get stuck button alarms, and is not reading the sensors. The customer stated that, at this point, he knows it's the pump. The customer declined troubleshooting, and wanted the pump replaced due to high blood glucose levels. The customer did not report the most recent blood glucose reading, but it was treated with manual injections. The customer stated that his doctor has made adjustments to the pump settings, but he continues to experience high blood glucose levels. The pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading at the time of the incident was 312 mg/dl. Customer's current blood glucose reading was 286 mg/dl. Customer reported that the insulin pump did alarm insulin flow block alert. No significant events leading to the alarm or keypad issues were observed. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Customer treated their high blood glucose with a bolus and manual injection. Product will be returned for analysis.